Manufacturer narrative:
Product was replaced and requested back for investigation.

Event description:
The lay user / patient contacted lifescan UK on (B)(6) 2013, alleging an error 5 message on their one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information. The patient mentioned that they had obtained the error 5 message for the past week. Due to the alleged error 5 message, the patient does not remember whether or not they took their diabetes medication on a regular basis. The patient takes insulin and tests at least 3x a day. On (B)(6), at noon, the patient ate and 15 minutes later fell unconscious. It was mentioned that at an unspecified time later the neighbor found the patient and the patient regained consciousness three hours later. The patient was not treated prior or after regaining consciousness. The patient was not tested on another device and the patient contacted his physician due to the alleged issue and did not receive any medical treatment. It was noted while troubleshooting that the test strips the patient had been using was expired and the technique of applying blood on the test strip was per the owner's booklet an error 5 means that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The product was replaced. The complaint is being reported since the patient alleged that due to the error 5 message, the patient was unable to test and approximately a week later developed symptoms suggestive of a serious injury.